Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient presented to the office on (B)(6) 2018 with a new complaint of pain over the lead and battery sites starting in december. The patient had had a 20lb unintentional weight loss and since had developed the pain; the pain was described as a raw sensation and was exacerbated by touching or sitting on these areas and had spread down to the rectal/vaginal area. It was noted that the event resulted in an unscheduled clinic or office visit, and was possibly related to the device or therapy, not related to the implant procedure, and related to the neurostimulator pocket. Interventions taken included explanting and replacing the neurostimulator. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.